Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time was between 300-400 mg/dl range. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional info was provided.